Event description:
The manufacturer received information indicating a patient expired while a ventilator was in use. The caregiver for the patient alleges the ventilator did not audibly alarm when the event occurred.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device passed all testing with no malfunctions or deficiencies identified. The device's event log was reviewed and it confirmed the device was not is use at the time of the alleged incident. The device was last used on (B)(6) 2012 and the alleged incident occurred on (B)(6) 2012. The manufacturer concludes the device operates as designed and was not in use at the time of the reported event.